Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they still had a bladder infection. Their healthcare provider did a blood test and urine sample which determined this. The medication the hcp prescribed before did not work and they prescribed the patient another antibiotic. They had another appointment with their hcp and they advised the patient that everything had stopped, they just had a strong odor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.